Event description:
It was reported that post a stenting treatment procedure, chest pain occurred. A taxus express2 stent was implanted in an unspecified lesion in 2005. An unspecified amount of time later, the patient began experiencing physical pain in his left arm and chest during exertion and while at rest. The patient was scheduled for a stress test. No additional patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure chest pain occurred. A taxus express2 stent was implanted in an unspecified lesion in 2005. An unspecified amount of time later the patient began experiencing physical pain in his left arm and chest during exertion and while at rest. The patient was scheduled for a stress test. No additional patient complications were reported.